Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited under sensing due to positional loss of contact. No intervention was performed. The patient was stable.